Event description:
The patient was diagnosed with endocarditis and the annulus was found to have an abscess cavity next to it with tissue necrosis. The patient underwent a re-do aortic valve replacement and a 23 mm sjm trifecta valve was implanted.